Event description:
It was reported that during the implant procedure high, out of range, pacing lead impedance was observed. During testing loss of capture was noted. The lead was replaced. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.